Event description:
It was reported that the tubing set leaked at the silicone segment during an arsenic infusion. The infusion was immediately stopped. Although requested, no patient information provided. Received a copy of the customer's medwatch report from FDA which states, ¿arsenic infusion started. Infusion pump alarmed "air in line." Rn entered room and found portion of IV tubing within infusion pump had begun to leak. Arsenic was immediately stopped and taken down. Pharmacy evaluated and has video of tubing leaking from site of pump segment."

Manufacturer narrative:
Additional information added; h.6. (Device code). The customer's report that the tubing set leaked at the silicone segment was confirmed based on the customer provided video as the reported set sample was not received for evaluation. The video showed a leak at the primary set's silicone segment at the engagement area to the lower fitment component. It can be concluded that the leak was due to a damaged silicone segment. The root cause of the customer's report was not identified.

Event description:
It was reported that the tubing set leaked at the silicone segment during an arsenic infusion. The infusion was immediately stopped. Although requested, no patient information provided. Received a copy of the customer's medwatch report from FDA which states, ¿arsenic infusion started. Infusion pump alarmed "air in line." Rn entered room and found portion of IV tubing within infusion pump had begun to leak. Arsenic was immediately stopped and taken down. Pharmcy evaluated and has video of tubing leaking from site of pump segment."

Manufacturer narrative:
No product will be returned per customer. The product was discarded and not returned for failure investigation.

Event description:
It was reported that the tubing set leaked at the silicone segment during an arsenic infusion. Event information requested, but not provided.